Manufacturer narrative:
Additional narrative: patient age/date of birth and weight are unknown. The reported lot number (178015) cannot be verified for part 04.503.105.01c. Without a valid lot number, the corresponding manufacture location and date cannot be identified. Device broke intra-operatively and was not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a valid lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: the investigations have shown that all 7 screws are decapitated. All received screws are badly destroyed and not complete. The article neither the lot number is not visible on the screws. No further information had been made available therefore an investigation could not be performed. Unfortunately the exact cause of failure could not be determined; it is likely that exceeding applied mechanical force caused this breakage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and an investigation summary was performed before devices were received on the same day and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. The investigation of the complaint articles has shown that: the given information on the device report has indicated that six screws decapitated. Without having the material we cannot give a conclusive statement regarding the possible failure reason. The given lot number does not exist in combination with the article number. No further information had been made available therefore an investigation could not be performed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the heads of six (6) matrixneuro screws broke during the insertion of a peek skull prosthesis on (B)(6) 2015. There were no reports of surgical delay due to the event. No additional information is available at this time. This report is 2 of 6 for (B)(4).